Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found to be in backup operation with power on reset (por) and the device was not able to be interrogated. A device exchange procedure is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that patient had experienced a ventricular tachycardia (vt) storm. Prior to explant, the patient expired. There were no allegations of device involvement in the patient's death.

Manufacturer narrative:
The reported event of bvvi operation was confirmed. The device was in bvvi mode upon receipt in the lab. The cause of the bvvi operation was due to a power-on reset (por) failure. Further analysis was performed; an arc mark was present on the can of the device. The root cause of the por and resulting bvvi operation was due to a lead anomaly. The leads used with this device were a competitors brand and further information is not available.